Event description:
Report of explant of device system components due to "pump incision dehiscence" received per annual device tracking report. Follow up with hcp revealed the signs and symptoms experienced by the patient included redness and swelling of the device pocket. No culture was taken but the patient was treated with IV antibiotics and oral antibiotics. The infection has resolved and the patient is now receiving oral opioids.